Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the paddle lead was discovered to be twisted during an ipg replacement procedure (related manufacturer reference number: 1627487-2021-00971). As a result, the physician explanted and replaced the twisted lead with a new paddle lead. Post-operatively, stimulation therapy was restored.